Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose levels and also experienced high blood glucose levels. The customer's high blood glucose was 468 mg/dl. The customer stated that he had tried to bolus and may have entered too many carbohydrates or too much insulin. He stated that he programmed 300 units of carbohydrates into the insulin pump. He stated that he could not remember what he had done that day. He stated that he believed the event may have been attributed to a possible overdelivery of insulin due to the scroll wrap feature of the insulin pump. The customer's blood glucose was 19 mg/dl during the hospitalization, and he was treated with glucagon at the hospital. He could not fully troubleshoot, stating that he was on heavy medication for back pain and was about to fall asleep. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during a visual inspection. The insulin pump's results are still pending for the delivery volume accuracy test.